Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare to fill" screen and the customer was unable to clear it. Reportedly, the customer does not remember resuming insulin and didn't notice the display was frozen until the next morning. Customer was hospitalized due to diabetic ketoacidosis and elevated blood glucose levels (500 mg/dl). Customer was treated through intravenous insulin, and stated blood glucose levels have stabilized to 133 mg/dl. Troubleshooting with tandem technical support was performed and the display was able to be cleared.